Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the medium-large clip applier instrument is unable to clip. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.